Event description:
Cordis was recently alerted to a scientific abstract which describes 29 cypher fractures. The events occurred over several years. The report from the field indicated that: there are a total of 29 stent fractures involving cypher stents. At this time, there is no data regarding pts, procedures, event info, dates or product info. The event investigation is ongoing.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt. Please note that this report applies to 29 cypher stents with unknown catalog and lot numbers. Conclusion: sf proved to be a significant cause of clinical isr. Althought the exact mechanism is unknown, length of stented segment, stent type, overlapping stents, vessel angulation and motion appear to be significant factors. Further studies are needed to better define the mechanism of this clinically significant entity.